Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 19 (max applied load exceeded) message was confirmed during the archive data review, but not during the functional testing. No device malfunction was observed that could result in the reported error message, and the platform functioned as intended. The archive data indicated the occurrence of the ua19 message, confirming the complaint. A review of the archive data showed that the autopulse platform stopped after a few compressions due to ua19. The load sensor detected a heavy load (>270 lbs / 123kg) being applied during compression. Note this advisory is clearable. The max load sum indicates an excessive load (333 lbs) applied to the load plate during compression. Additionally, the take-up target indicated the patient was very stiff and difficult to compress. The likely root cause of the ua19 was excessive load, as the compression target is very stiff and difficult to compress. The autopulse platform passed the preliminary functional test without any fault or error. The reported ua19 was not reproduced during the testing. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory 19 (max applied load exceeded) message after performing a few compressions and was unable to clear it. No further information was provided. It is unknown when the problem occurred. No patient involvement.